Manufacturer narrative:
Section a: multiple attempts for patient information were made however no response was received. Section d4: multiple attempts for the device serial number were made however no response was received. Manufacturer's investigation conclusion: a specific cause for the reported event, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the event as well as the product¿s return status; however, no further information was provided by the account and the product has not been returned to date. If the pump is returned at a later date, this investigation will be reopened to include the device evaluation. The hm3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient died.